Manufacturer narrative:
Technical evaluation: the neuron was broken 11.9cm from the distal tip. At the break point, the shaft appears necked. This necking is an indication that the catheter was under tension prior to failure. The stainless steel coil unraveled from the proximal segment and was attached to the distal segment. The break occurred 2.5mm from the diameter change joint. The packaged catheter comes secured to a packaging card by tabs. These tabs should have been opened prior to removing the catheter to avoid damage. Based on the failure mode and visible damage, the physician did not open the tabs prior to removing the catheter. When pulling the catheter from the card with the tabs locked, the catheter was placed under excess tension and the tip failed. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. A review of the design history record was completed and no anomalies were observed. A packaging deviation authorization was performed during manufacturing of this lot number (lot# l11641). The packaging deviation authorization documented to label the product with 12 month shelf-life and sterilize product without instructions for use (IFU). Prior to product release 12-month shelf-life testing was completed and passed. In addition IFU were placed in each product box prior to product release. The deviation authorization has no direct impact to product or product performance. All appropriate inspections were completed. On the sub-assembly level part # 0918-02 (lot # l11483) no anomalies were observed, all appropriate visual and dimensional inspections were completed as well as destructive testing. Twenty samples were tested for distal tensile strength as part of process monitoring and all met the acceptance criteria of 0.75 lb minimum. The parts manufactured in the lot met the required criteria and are deemed acceptable.

Event description:
The patient has a coil loose in the aca. The physician planned to use a neuron 053 to access the site and retrieve the coil. Upon removal of the neuron from the package, the tip separated from the shaft leaving the internal coil connecting two halves of the catheter. There was not other neuron in stock; therefore, the patient had to be woken from anesthesia and the case rescheduled.